Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx0737 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported powerpicc solo max barrier kits have flimsy introducers. It was reported one completely buckled during insertion. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 4.5 fr x 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the sheath was observed to be damaged, and the distal end of the dilator was observed to be bent. A microscopic observation revealed one edge of the tip of the introducer sheath was folded inward and plastically deformed and torn at both corners of the fold. An additional tear was observed on the folded section of the sheath tip. A small amount of damage was observed opposite the folded section of the sheath tip. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use. A lot history review (lhr) of redx0737 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported powerpicc solo max barrier kits have flimsy introducers. It was reported one completely buckled during insertion. No other information was provided.